Event description:
The product was used during a laparoscopic appendectomy procedure. Reportedly, the instrument did not fire. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occureed.

Manufacturer narrative:
Device not available for eval.